Event description:
The reporter stated the surgeon inserted a silicone three-piece lens, but as the lens was advancing the trailing haptic became stuck in the cartridge and tore off. The incision was enlarged slightly to remove the lens. Sutures were not required.